Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system was exhibiting elevated threshold and pacing impedance measurements on the atrial channel. Measurements following isometrics and pocket manipulation had decreased and were stable. A review of the stored data identified jumping impedances from 700-800 ohms up to 1800 ohms which is consistent with what was observed in clinic. Noise and oversensing was also noted which is likely due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant recommended respiratory rate trend (rrt) be programmed off. The consultant discussed potential reasons for the clinical observations and further troubleshooting. This patient will continue to be monitored. No adverse patient effects were reported. It was reported that atrial impedance measurements continued to be intermittent and out of range measurements in the 2100 ohms range had occurred. A boston scientific technical services consultant documented and discussed the reported clinical observations. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this system was exhibiting elevated threshold and pacing impedance measurements on the atrial channel. Measurements following isometrics and pocket manipulation had decreased and were stable. A review of the stored data identified jumping impedances from 700-800 ohms up to 1800 ohms which is consistent with what was observed in clinic. Noise and oversensing was also noted which is likely due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant recommended respiratory rate trend (rrt) be programmed off. The consultant discussed potential reasons for the clinical observations and further troubleshooting. This patient will continue to be monitored. No adverse patient effects were reported. It was reported that atrial impedance measurements continued to be intermittent and out of range measurements in the 2100 ohms range had occurred. A boston scientific technical services consultant documented and discussed the reported clinical observations. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system was exhibiting elevated threshold and pacing impedance measurements on the atrial channel. Measurements following isometrics and pocket manipulation had decreased and were stable. A review of the stored data identified jumping impedances from 700-800 ohms up to 1800 ohms which is consistent with what was observed in clinic. Noise and oversensing was also noted which is likely due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant recommended respiratory rate trend (rrt) be programmed off. The consultant discussed potential reasons for the clinical observations and further troubleshooting. This patient will continue to be monitored. No adverse patient effects were reported.